Event description:
It was reported that the siderail was not operating to specifications.

Manufacturer narrative:
It was reported that the siderail spindle (bar that is vertical to ground) cracked, which resulted in the siderail unable to be latched in the up position.